Manufacturer narrative:
(B)(4). According to the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (rupture). UDI: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent an endovascular procedure using a gore® dryseal sheath with hydrophilic coating. When the sheath was withdrawn from the patient, rupture of the left external iliac artery was confirmed. Additional stent graft was deployed from the left common iliac artery to the left external iliac artery to repair the rupture. However, the blood pressure was dropped again. It was confirmed that the artery distal to the additional stent graft had been ruptured. The artery was repaired with non-gore vascular graft. The proximal end of the graft was directly anastomosed to the distal end of the stent graft. A hemostatic was applied to the anastomosis, and a gauze was pressured to achieve hemostasis. After that, the procedure was concluded. The patient tolerated the procedure. No further adverse event was reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications